Event description:
It was reported to covidien that the displayed is missing segments. No patient harm reported.

Manufacturer narrative:
Covidien service confirmed the missing segments. The displayed board needs to be replaced. The customer declined the repair. The customer is advised not to use the oximeter. The n20pa is no longer manufactured, the replaced is the n65.